Event description:
A consumer reported that following bilateral intraocular implant (iol) surgery approximately 1 year ago, her vision is "blurry at near and far as well as lights at night are big. I am unable to drive at night." Additional information was received from the surgeon indicating the patient was diagnosed with anterior uveitis and dry eye syndrome. A yag capsulotomy was also performed. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File information provided indicated the use of an unapproved viscoelastic for the lens model, cartridge and handpiece combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).